Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the sealant came out with catheter removing (final step of procedure). Hemostasis was achieved in unknown minutes. The device will be returned for analysis. It was an interventional coronary procedure with retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device storage temperature did not exceed 25 °c. The balloon fully deflated after shuttling down. There was a significant sealant but there was no over tamping. The deployer did shuttle down completely. Additional patient and procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the catheter with stopcock open, and the sealant was observed partially protruding out from the outer cartridge tubing side slit, exposed to blood as received. The advancer tube was found in the manufactured position. The procedure sheath was not returned with the device. The condition of the returned device indicates an incomplete placement of the sealant (step 2: place the sealant). The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1828301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issues experienced could not be determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the dislodged sealant reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the sealant came out with catheter removing(final step of procedure). Hemostasis was achieved in unknown minutes. The device will be returned for analysis. It was an interventional coronary procedure with retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device storage temperature did not exceed 25 °c. The balloon fully deflated after shuttling down. There was a significant sealant but there was no over tamping. The deployer did shuttle down completely. Additional patient and procedural details were requested but are unknown.